Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the initial report. The correction has been made on g4 become aware date. The actual become aware date is september 3rd 2020. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An alarm sounded and the endoscopic image disappeared.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.